Manufacturer narrative:
Follow-up # 1 date of submission 09/16/2015 - device evaluation: the cartridge was returned and evaluated by product analysis on 08/25/2015 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test was performed with no failures observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The device has been returned to animas but has not yet been evaluated. When an evaluation is completed, a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a site/set/cart (site/set/cart issue) issue. It was reported that an eyelash was observed in the cartridge when the cartridge was being filled with insulin. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.